Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 50 mg/dl. The blood glucose level was 49 mg/dl. Customer was treated with food for low blood glucose. Troubleshooting was declined for low blood glucose. Customer also complained for change sensor and calibration not accepted. The insulin pump will not return for the analysis. The sensor will return for the analysis.